Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving saline at an unknown concentration and dose via an implantable pump for non-malignant pain and chronic low back pain. The old medications in the pump were fentanyl, bupivacaine, prialt, dilaudid, and morphine at unknown concentrations and dosages. It was reported that the patient was having a MRI not due to the device or therapy. The patient stated the pump was no longer functioning and did not work well for the patient. An old history and physical stated that the patient had multiple drugs tried intrathecally and did not have favorable response. The history and physical was dated (B)(6) 2010. The pump was refilled with saline.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.